Event description:
It was reported that the cot leg will not lift back up (cot height cannot be adjusted), no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue was unable to be confirmed as the customer canceled the service request. H3 other text : device not accessible for evaluation.

Event description:
It was reported that the cot leg will not lift back up (cot height cannot be adjusted), no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.